Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm via system logs the reported complaint and reproduce the customer reported complaint during in-house testing. Upon visual inspection, the rolling loop fiber and ground straps were found to be tangled inside the spar which would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) regarding system error 319 occurring on the universal surgical manipulator (usm) 3 and displaying yellow led. Before calling tse, the customer attempted to resolve the reported event by performing a power cycle and the reported complaint remained. The customer contacted the isi clinical sales representative (csr), and the usm3 was disabled. The system was now working normally. The surgical procedure was continued. Tse reviewed the system logs and found error 319 pointing to axes controller carriage (acc) in the usm 3. The procedure was completing as planned with no reported injury.